Manufacturer narrative:
Additional information: the device was received for evaluation. A visual inspection with naked eye noted a separation between female connector and twist sleeve. A chip was present with no evidence of solvent noted. The reported condition was verified. The cause of the condition was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event dates were sometime in (B)(6) 2018 (stated as, "both events occurred last week"). (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the black part between the blue and white part of two (2) transfer sets fell apart. Both incidents occurred during use on one patient for peritoneal dialysis therapy. The patient was connected at the time of the events. There was no patient injury or medical intervention associated with this event. No additional information is available.